Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the code 53585 lot number v1350777 (lot laser marked on component 530586, v1341945) before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the returned device, received on july 20th, 2016 was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual, dimensional and functional check as per orthofix (B)(4) design and product specification. The visual check evidenced that the broken component is a translation screw code 530515 and that the hexagons that allow movement of the clamp in the base are worn, probably due to an excessive torque applied. The device was then dismantled cutting a screw to check the single components: after the removal of the sliding clamp, it can be clearly seen that there are incisions on the base at screw level. This can be related to excessive torque applied to the screws while components were in compression. The dimensional check, performed where possible, confirmed that the device was originally conforming to specifications. Functional check confirmed that the device was not functioning properly, because one screw code 530515 was broken and the other one was seized. After dismantling the device, sliding functionality was checked. The clamp could slide properly in the base. The results of the technical evaluation evidenced that the device was originally conforming to design specifications. In addition to the failure, the product shows evident deformation of the head and thread of screw code 530515, related to the application of significant torque. The problem notified could be likely related to previous application where the sliding part could not move because of high bone resistance; the surgeon then tried to move it by applying a high torque which may have led to screw seizing and then to screw breakage. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "The report on this event suggests that the clamp 53585 was discovered to be broken before it had been applied to the patient. It was also described as new. The photographs show clear evidence of significant wear and tear damage to the device, and one of the hex bolts has been damaged by incorrect use of an allen wrench. These photos show clearly that this device has been subject to mechanical manipulation and some wear and tear. The broken screw should have been detected in the preoperative checks; failure to do this resulted in the patient having an unnecessary anaesthetic. The device has clearly been used before, and was probably repackaged in a damaged state instead of being discarded. The technical analysis confirms that this clamp has been mishandled, and shows the damage that must have been caused during the previous usage. It is impossible that this clamp was new for this case." Final comments: the results of the technical evaluation evidenced that the device was originally conforming to design specifications. In addition to the failure, the product shows evident deformation of the head and thread of screw code 530515, related to the application of significant torque. The problem notified could be likely related to previous application where the sliding part could not move because of high bone resistance; the surgeon then tried to move it by applying a high torque which may have led to screw seizing and then to screw breakage. The medical evaluation evidenced as follow: "the photographs show clear evidence of significant wear and tear damage to the device, and one of the hex bolts has been damaged by incorrect use of an allen wrench. These photos show clearly that this device has been subject to mechanical manipulation and some wear and tear. The broken screw should have been detected in the preoperative checks; failure to do this resulted in the patient having an unnecessary anaesthetic. The device has clearly been used before, and was probably repackaged in a damaged state instead of being discarded." Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied : none; surgery description: correction; patient's information: male; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: a nut of the clamp is broken, so it doesn´t work. The clamp is new, but sterilized several times. The clamp was not in contact with the patient. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was not completed with used device; a replacement device was not immediately available to complete surgery -the surgery was postponed for next week, we will use a new clamp; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required -(B)(6) 2016; copies of the operative report are not available; copies of the xrays images are not available. Information on patient current health condition: the patient is doing well, waiting for the new surgery. Further information received from the distributor on july 20, 2016: when the doctor detected the breakage of the device, the patient was already in the theatre, under anaesthesia. The device looked ok during inspection. When the surgeon tried to use it he realized it was broken inside; the patient on (B)(6) 2016 has to undergo to a second anaesthesia due to the breakage of the clamp; on (B)(6) 2016 the patient had not yet received any preparatory intervention to the surgery (for example osteotomy). (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the code (B)(4) lot number v1350777 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation the returned device, received on july 20, 2016 is currently under technical evaluation. We will provide you with a follow up report as soon as the results of the technical evaluation are available. Medical evaluation the information provided on the event was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once further information and/or the results of the technical evaluation are available. As soon as further information and/or the results of the technical evaluation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: o hospital name: (B)(6); o surgeon name: (B)(6); o date of initial surgery: (B)(6) 2016; o body part to which device was applied : none; o surgery description: correction; o patient's information: male; o problem observed during: clinical use on patient/intraoperative; o type of problem: device functional problem; o event description: a nut of the clamp is broken, so it doesn't work. The clamp is new, but sterilized several times. The clamp was not in contact with the patient. The complaint report form indicates: o the device failure did not cause adverse effects to patient; o the surgery was not completed with used device; o a replacement device was not immediately available to complete surgery -the surgery was postponed for next week, we will use a new clamp; o the event did not lead to a clinically relevant increase in the duration of the surgical procedure; o an additional surgery was required -(B)(6) 2016; o copies of the operative report are not available; o copies of the xrays images are not available. O information on patient current health condition: the patient is doing well, waiting for the new surgery. Further information received from the distributor on july 20, 2016: -when the doctor detected the breakage of the device, the patient was already in the theatre, under anaesthesia. The device looked ok during inspection. When the surgeon tried to use it he realized it was broken inside. -the patient on (B)(6) 2016 has to undergo to a second anaesthesia due to the breakage of the clamp. -on (B)(6) 2016 the patient had not yet received any preparatory intervention to the surgery (for example osteotomy). (B)(4).